Manufacturer narrative:
A call summary completed (B)(4) 2015 indicated that the laser used by the customer was in compliance with dornier specifications. It is likely that the fibers were sterilized at a temperature exceeding the temperature parameters in the IFU document (270 degrees f, 132 degrees c) which could contribute to an adhesive failure leading to the charring of the heat shrinking indicates laser energy attributing to the fiber connector failure. The fibers reprocessing. No fault found with the fibers as manufactured.

Event description:
Both of the fibers appeared burned at the proximal end. Fibers from the same lot were used to complete the procedure. No patient injuries reported.